Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer let the battery fully deplete and the pump shut off due to insufficient power. Subsequently, a malfunction alarm occurred while the customer was attempting to load a new cartridge. The customer's blood glucose (bg) level was impacted (271 mg/dl). The customer indicated a manual injection would be used to address elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.